Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 roller pump was giving a motor control failure error message during procedure. There was no report of patient injury.

Event description:
See initial report.

Manufacturer narrative:
Through follow-up communication livanova learned that no device malfunction identified. The reported event was solely caused by user error thus it has been reassessed as non reportable.